Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not sure if their device was still working or not. They mentioned it was still implanted but were unsure if it was still working. There were no patient symptoms at this time. Additional information was received from the patient on (B)(6) 2021. In response to the inquiry for clarification of the statement about the patient not being sure that their device was still working, and if the patient was describing issues with their therapy or symptom control or was there a device malfunction, the patient underlined ¿device malfunction,¿ and reported frequent, severe pain upon urinating ¿ and that they had to void frequently. They reported that they wore incontinence undergarments. The patient said it was ¿unknown¿ if it was caused by normal battery depletion. In response to the inquiry for what steps would be taken to resolve the issue, the patient replied that ¿no steps¿ were taken and that the issue had ¿not yet¿ been resolved. The patient reported that no device removal or replacement had been planned at that time. In response to the inquiry for device status, the patient said ¿unknown,¿ and stated that they no longer had a health care professional (hcp) for the device. The patient also noted that they needed an MRI because they possibly had a stroke, (not alleged to be related to the device/therapy,) and they needed a technician to determine the status.